Event description:
It was reported that a physician trained in the use of the starclose se device, reported that of the devices he has used in the past six months, fifty percent failed to achieve hemostasis due to the difficulty encountered while splitting the sheath. The number of devices that were used were not identified. As the physician's statement was made as a general comment, there was no specific incident or pt information available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.